Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some of the bd ultra-fine¿ insulin syringe's cannula's are too long or short. The following was received by the initial reporter: consumer reported needles are different lengths. Stated, some are "short" and some are "long"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 08-sep-2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that some of the bd ultra-fine¿ insulin syringe's cannula's are too long or short. The following was received by the initial reporter: consumer reported needles are different lengths. Stated, some are "short" and some are "long".